Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connection between the cable and pacing lead seemed to separate when the knob of the cable was loose; tightening the knob seemed to bring together the cable and lead slightly, but not completely. The customer requested for the representative to go in-person to examine the cable, however the customer who reported the issue was unavailable when the representative went to check. It was noted that the customer would keep the product, and if any issues arose, the cable would be returned for analysis. The status of the cable is unknown. There was no patient involvement.